Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a left anterior descending artery. The physician implanted a promus stent successfully. A 2.75x20mm promus element stent was advanced to the lesion, but could not cross the previously placed stent. When the physician attempted to remove the promus element stent, it dislodged in the aorta. The dislodged stent was successfully removed with a snare. The procedure was completed with another promus element stent. No further complications occurred. Patient status is listed as stable. Additional information was requested but is not available. This product is only ous approved, but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a left anterior descending artery. The physician implanted a promus stent successfully. A 2.75x20mm promus element stent was advanced to the lesion, but could not cross the previously placed stent. When the physician attempted to remove the promus element stent, it dislodged in the aorta. The dislodged stent was successfully removed with a snare. The procedure was completed with another promus element stent. No further complications occurred. Patient status is listed as stable. Additional information was requested but is not available. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found that the sds and stent were returned separately. The balloon was returned not inflated and was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was returned separately to the stent delivery system (sds) and with the exception of 4 rows at one end of the stent the entire length was stretched throughout. There were kinks along the entire length of the hypotube. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A product mandrel was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).